Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited battery capacity depletion on (B)(6) 2020 but was only implanted five years ago. In addition, the patient was unable to follow-up and last check was on (B)(6) 2020. This device was explanted. No additional adverse patient effects were reported.